Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 6:00-6:30pm the cgm reading was 90 mg/ dl. The patient wasn´t feeling good and as she was about to drink coke, she passed out. She was at her sister's house and her sister called 911. The paramedics arrived and took a bg reading which was 41mg/dl. The patient was treated with IV medication and taken to the hospital. At the hospital the patient was treated with IV medication. After the treatment the patient regained consciousness. In addition the patient was diagnosed with uti (urinary tract infection) and they prescribed her medication. The patient was discharged at 2:30am (B)(6) 2025. The doctor advised to set her cgm low alerts to 120 mg/dl instead of 70 mg/dl. At the time of the report the patient felt tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on the day of the event. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.